Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a right rotator cuff repair procedure the tip of the needle broke-off in the patient's shoulder. X-rays were taken but could not locate the tip. Flushing was also performed but the tip was never visualized or recovered. The case was completed by using another needle with a different lot number.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The failure mode for the buckled needle and broken needle point could not be determined but the condition is consistent with the needle skiving under thick tissue, the needle hitting the acromion or distorting distally under the jaw. The distal end of the nitinol point demonstrates minimal scrape marks, indicating the needle was not fired excessively. The mating part (instrument) used in the event was not returned. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a right rotator cuff repair procedure the tip of the needle broke-off in the patient's shoulder. X-rays were taken but could not locate the tip. Flushing was also performed but the tip was never visualized or recovered. The case was completed by using another needle with a different lot number.